Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with fortaz (route, dose, frequency and duration not reported) for peritonitis. One day after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.